Manufacturer narrative:
H6 results code.

Manufacturer narrative:
One (1) used unit from list# 011-ch2000sc-25, spiros, closed male luer w/red cap, 25 units, connected to one (1) used syringe 3 ml, and one (1) used needle (unknown manufacturer) were received and visually inspected on july 28, 2020. As received, the spiros was securely connected to the needle adapter and the syringe. The spin feature of the spiros was activated and spinning freely in the rotational direction. No spline damage was seen. No damage or anomalies were identified on any of the returned devices. Clear fluid residuals were present within the spiros housing but outside the fluid path as received. The spiros was functionally tested and met product performance specifications. No leaks were observed during functional testing. The reported complaint of leakage can be confirmed based on the fluid residuals observed in the spiros as received. The source of the residuals is unknown.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a spiros closed male luer w/red cap 25units that the customer reported during injection to the patient, azacitidine leaked at the connection of the needle and the secure stopper. The spiros was used for percutaneous administration and the set up was the syringe and a becton dickenson microlance 3 safety needle. The customer reported that the nurse changed the needle but that did not solve the problem. There was patient involvement, no need for medical intervention, no report of human harm, however, there was an exposure of chemotherapy to the nurse and there was a delay in critical therapy.